Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #2 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventrio (device #2) implanted on (B)(6) 2013. An additional emdr was submitted to represent the bard perfix plug (device #1) implanted on (B)(6) 2007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with incarcerated incisional ventral hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿hernia sac with incarcerated omentum was dissected off. A perfix plug was placed into the defect using sutures.¿ on (B)(6) 2011 - patient was diagnosed with small bowel obstruction thereby underwent open repair with removal of perfix plug. Per operative notes, ¿extensive lysis of adhesions were performed. A piece of bowel that was stuck to the perfix plug was identified and the perfix plug was excised from the anterior abdominal wall.¿ on (B)(6) 2013 to (B)(6) 2018 - patient had extreme abdominal pain and open wound. Attorney alleges that the patient had adhesions, bowel obstruction, infection, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #2 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventrio mesh, patient was diagnosed with impaired healing and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device list pain as a possible complication. Updated fields: a2, b2, b4, b5, b7, d4 (UDI no), d.6a (date of implant), e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents the ventrio mesh (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.